Manufacturer narrative:
Device evaluated by mfg. An event regarding revision due to corrosion involving a metal head was reported. The event of corrosion was confirmed. The material analysis concluded the report concluded explantation damage was observed on the distal surface of the femoral head. Adhered debris was observed in the female taper. Eds showed the head was consistent with astm f1537. Eds analysis was performed on the adhered debris in the female taper of the femoral head and found to be consistent with biological material, a corrosion product, and a titanium alloy. Explantation damage, impingement damage, burnishing, scratches, and yellow discoloration were observed on the articulating surfaces of the acetabular insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no similar events for the reported lot referenced. The material analysis concluded the report concluded: explantation damage was observed on the distal surface of the femoral head. Adhered debris was observed in the female taper. Eds showed the head was consistent with astm f1537. Eds analysis was performed on the adhered debris in the female taper of the femoral head and found to be consistent with biological material, a corrosion product, and a titanium alloy. Explantation damage, impingement damage, burnishing, scratches, and yellow discoloration were observed on the articulating surfaces of the acetabular insert. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined based on the limited information provided. Further information such as pre and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to compete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised (cause unknown). Upon explantation, surgeon reported the presence of severe corrosion (rep cannot identify if corrosion was wear or ion related). Stem and shell were well fixed and well positioned and were not revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised (cause unknown). Upon explantation, surgeon reported the presence of severe corrosion (rep cannot identify if corrosion was wear or ion related). Stem and shell were well fixed and well positioned and were not revised.